Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated the patient underwent surgical intervention wherein the lead was explanted.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient was experiencing ineffective stimulation. Reprogramming was performed; however, it was unable to provide effective therapy. In turn, surgical intervention was undertaken on (B)(6) 2020 wherein the lead at t8 vertebral level was disconnected from the ipg and a new lead was implanted at t11 vertebral level. The old lead remains implanted but inactive. This addressed the issue.